Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the rechargeable battery was not working at all. They were charging too frequently. They had to recharge almost every day and it takes hours. A day prior to the report, they had 1/2 to 1/4 battery left. It was reported that they started recharging at 9 am until 4 pm and only got 3/4 of battery charged. The consumer reported that they leave the stimulation on all the time. They woke up the next morning and the battery was dead. This had been an issue from the beginning. Then was given a new program that finally worked. It was reported that the patient was told to put an extra plate in and then it worked good. Last month, it was almost impossible to recharge. They saw the physician and they would replace it with non-rechargeable device. They just needed to get it set up. The patient never got any relief until they got a new program about a year ago. The patient had been on program a and b and it was going in the wrong direction. The patient got program that works but it drains the battery continuously. There was a report that the patient was on 3.0 volts and at night turns it down to 2.6 volts otherwise when they sleep, they feel the vibration. No symptoms were reported. The patient was upset with how often and how long they had to recharge. Relevant medical history includes failed back surgery syndrome and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.